Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that during a cryo, fluoro, ice non-nav, non-c3 procedure, the patient was noted to have a significant pericardial effusion, tamponade during the afib case. This acunav was the only product distributed by bwi, no other bwi products were in use. The patient required full CPR, intubation, vasopressor support and physician performance of a pericardiocentesis/pericardial window with drain. After full intervention, including dc cardioversion for vfib, the patient stabilized and will be transferred to the ICU. The acunav catheter was critical in detection/treatment of the injury and is not considered to be related to the injury. Customer is requesting replacement of the acunav used for the procedure, as the case was eventually aborted.